Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the ccu shut off mid case.

Manufacturer narrative:
The following repair diagnostic codes were identified: (1) (front panel upgrade). (2) (video intermittent - digital board). This does confirm the alleged failure mode of [shuts off]. Probable root cause: "power led, front board, power supply, digital board, sidne or sdc communication, filter / fuse, manufacturing nonconformity, use error (2, 9, 14, 16, 21, 26-27, 32-35, 37-39, 42, 44-45, 51)." The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the ccu shut off mid case.